Event description:
The doctor was struggling to insert the magnum implant into its pre-drilled hole and he used a mallet to insert it. When he proceded to tension the sutures the wire on the magnum device was broken. The implant and all it parts were successfully removed and the same bone hole was used to insert a new implant successfully. No patient injury or other complications were reported.

Manufacturer narrative:
The reported magnum 2 device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. The visual inspection of the returned magnum 2 shows the device was not deployed and the tip of the anchor is damage. The snare line is reeled and intact and the spring still inside of the device, which indicate the snare did not grabbed the suture or the suture was dropped. The clinical suture was not returned. Functional evaluation cannot be performed due to the implant is a single use device. Per customer complaint description they used a "mallet" to insert the device into the drilled hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the doctor was struggling to insert the magnum implant into its pre-drilled hole. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect bone hole preparation. Incorrect bone hole preparation can result in failed implant insertion or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.